Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device interrogation revealed oversensing of the right ventricular lead with inappropriate high voltage shock delivered. The pace sense lead was capped and replaced. Patient is in good condition.